Manufacturer narrative:
Concomitant medical products: 394931 ipg, implanted (B)(6) 2015; biotronik lead, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right atrial (ra) lead failure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.